Event description:
During inspection of a sealed travel loaner pump that had been returned to tandem diabetes care, a malfunction alarm occurred. There was no pt involvement, as the pump was not being used on a customer at the time of the reported event.